Manufacturer narrative:
The device along with the detached marker bands were returned for analysis. Measurements were taken to verify the components (catheter sheath and marker bands) met the specification dimensions. The marker bands and catheter sheath were within specification. A device history record review was performed and their were no noted anomalies during manufacturing. Product analysis found that the device functioned properly. Another device that was involved in a similar event using the same accessories was returned and analyzed. In that case, the stent delivery catheter and the introducer sheath (another manufacturers) were returned. The supera stent delivery catheter's dimensions were measured and found to be within its specifications. The introducer sheath was measured and found to be below its labeled nominal dimension. It is unk what the minimum and maximum dimensions are for the introducer sheath. Analysis concluded that when the supera catheter is placed into the introducer sheath, it wasn't able to move freely due to the tension when the sheath's valve is tightened. This resulted in the sheath catching the marker bands causing them to move on the catheter. The MFR of the introducer sheath has been informed of these events.

Event description:
The physician attempted to deliver the stent to the sfa using the stent delivery catheter and an introducer sheath. It was difficult getting the stent delivery catheter in and out of the 7fr introducer sheath. The physician observed that the marker bands had dislodged from the stent delivery catheter. The stent was successfully deployed. The marker bands had came off the catheter at the hub of the introducer sheath. The marker bands were retrieved by unscrewing the sheath's hub and the back flow of the blood forced the marker bands out. The target vessel was reported to be concentric and no calcification. There was no injury to the pt.